Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was 212 mg/dl. Customer was able to successfully clear the alarm and was able to complete insulin pump rewind. The customer also reported that self-test was performed and it failed. The customer reported that they performed displacement test and it passed. The customer also reported that the fill cannula was recorded in daily history. The device will be returned for analysis.